Manufacturer narrative:
The lead has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that tachy lead was an attempted implant due to helix would not extend or retract. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the helix difficulty allegation was confirmed. A helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid. The "known inherent risk" conclusion code was selected based on the report of helix difficulty and a failing helix mechanism test due to dried blood/body fluid clogging the helix tip. Susceptibility of active helix fixation tips becoming clogged with coagulated blood/body fluid is a known risk.

Event description:
It was reported that tachy lead was an attempted implant due to helix would not extend or retract. The lead was never in service. No adverse patient effects were reported.